Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It as reported that the patient experienced inadequate stimulation. It was also noted that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) had become increasingly challenging to charge and was not holding a charge. The patient underwent a revision procedure.